Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with the product.

Event description:
Patient reported right side "sore to touch", "feels lumpy", "can feel implant" and "breast has changed a lot since implantation". Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, deformation, crease fold, and brown particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "sore to touch", "feels lumpy", "can feel implant", "breast has changed a lot since implantation" and exchange due to patient concern with the product. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.